Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received questionable results for a total of 55 patient samples tested with the amh plus elecsys assay on the cobas e 411 immunoassay analyzer. Of the 55 samples, 24 had discrepant amh results. The erroneous results were reported outside of the laboratory. The patients' gynecologist questioned why the results were elevated without the patients taking medicine. No adverse events were alleged to have occurred with the patients. The amh reagent lot number was provided as 329422. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The investigation found the clotting time at the customer site is lower than recommended the 30 minutes for this tube type. Qc was not completed on the day of the event; qc is not performed at regular intervals at the customer¿s site. The customer back-dated the analyzer one year. The investigation did not identify a product problem. The cause of the event could not be determined.